Event description:
Upon interrogation a message was displayed stating elevated power consumption. It was recommended that the device be explanted and sent back to biotronik for analysis. On (B)(6) 2014 as of today, the explant has not been scheduled yet.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol2, 20 charging cycles were documented to the device memory. The device was subjected to an electrical analysis. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. Afterwards, the current consumption of the ICD was measured and found to be elevated, confirming the clinical observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that an integrated circuit of the electronic module was damaged, causing an elevated current consumption, draining the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, a damaged integrated circuit on the electronic module was identified that led to an elevated current consumption, confirming the clinical observation. The manufacturing records document a flawless device production. It is therefore assumed that the damage occurred after the device shipment; however the date of occurrence was not determinable. All therapy functions of the ICD were available while the device was implanted and in service.